Event description:
The pt took insulin and laid down for a nap. Spouse attempted to awake pt and pt didn't respond for thirty minutes. Spouse called the paramedics and they arrived and gave pt a glucose IV. They then checked pt's blood glucose on the suspect device and the result was 517 mg/dl. They then used a meter of the emergency medical technicians and the result was 204 mg/dl. Pt was not taken to the hosp, only treated at home. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.